Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was increased. There was no harm or injury reported the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device also failed test steps during testing. The device's flow sensor assembly and air inlet path assembly need to be replaced to address the issues. The device had evidence of contamination.